Event description:
Per the clinic, the patient experienced an infection and skin overgrowth on the abutment. Subsequently, the infection was treated with oral antibiotics (specific date and duration not reported). The patient also underwent a skin revision surgery and abutment removal under general anesthesia on (B)(6) 2022 to replace the abutment with a longer one.